Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: manufacturing location: supplier ¿ (B)(4), packaged and released by: monument release to warehouse date: 20-nov-2017, part number: 319.006, depth guage for 2.0mm and 2.4mm screws, lot number: h363282 (non-sterile), lot quantity: 250. Purchased finished goods traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns068867 rev d met all inspection acceptance criteria. Certificate of compliance received from avalign nemcomed dated 03-nov-2017 was reviewed and determined to be conforming. Packaging label log lppf, lmd/lpf rev f was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition h3, h6: a product investigation was conducted. Visual inspection: depth gauge for 2.0mm and 2.4mm screws was received at cq. Upon visual inspection at cq, it is observed that the needle was pulled out and loose. But, no worn out surfaces of components were noted during visual inspection. The received condition was determined to agree with the complaint description. This complaint is confirmed. Functional test: functional testing of the device was performed and found that the gauge is not sliding smooth as it was intended to be. It is sliding roughly. This might be due to lose needle. Thus, the complaint is confirmed. Dimensional inspection: dimensional inspection was performed on multiple features of the device relevant to the reported complaint. The length of the needle was measured and is out of specification as per the relevant drawing (which confirms the needle was pulled out). The diameter of the needle was measured and is within specification as per relevant drawing. The internal diameter of the hole where needle passes through was measured and is within specification as per the drawing. The internal diameter of the hole where scale passes through was measured and is within specification as per the drawing. The distance between the curved surface and flat surface where scale is engraved was measured and is within specification. Thus, no worn surfaces were confirmed. Document/specification review: the relevant drawing(s) was reviewed; no design issues or discrepancies were found during this investigation. Mre review: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Investigation conclusion: a visual inspection, dimensional inspection, functional testing, and document/ specification review were performed and observed that the needle of the slider was loose and pulled out. Thus, the reported complaint is confirmed. The root cause for the complaint condition may be due to mishandling of the device. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based upon these results, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, a depth gauge was not sliding through the gauge correctly and was worn out. There was no patient involvement. This report is for one (1) depth gauge for 2.0 mm and 2.4 mm screws this is report 1 of 1 for complaint (B)(4).